Manufacturer narrative:
The evaluation pending. Concomitant devices: truliant tibial psc insert size 2.5, 11mm(cat# 02-022-44-2511. Sn# (B)(4)). Stem extension screw. (Cat# 204-70-00, sn# (B)(4)) (this implant was removed from the patient on (B)(6) 2020 and inadvertently thrown away). No information provided in the following section(s): ethnicity, and implant date.

Event description:
As reported, this (B)(6) female was initially implanted with a right tka on 7/8/2019. A tibial component revision on (B)(6) 2019. Currently, approximately 6 months postop the initial implant, the patient is having her femoral components revised due to aseptic loosing of the porous-ingrowth femoral component. It was noted that the femoral component was loose to a manual push test. A locking femoral impactor was attached to the femoral component on the bone and a slap hammer was attached to the impactor. With only a few strikes of the slap hammer, the femoral component came off the bone. The surgeon noted that there was no bony ingrowth on the femoral component; there was only the presence of fibrous tissue that was adhering the implant to the bone. The patient's femur was prepped to accept an exactech cc femoral component. A logic right size 2 cc femoral component with 14x120 was cemented into place. A size 2f-2.5t x 15mm transition tibial insert was also implanted and found to be stable. The spine stiffening screw was seated, and the procedure was otherwise completed without incident. No other implants were removed during this procedure. The patient left the or in stable condition. Devices will be returned except for stem extension screw. (B)(4) (this implant was removed from the patient on (B)(6) 2020 and inadvertently thrown away). Patient medical history of non-smoker; normal bmi and non-drinker. Patient¿s weight is (B)(6). All available information has been received at this time.

Manufacturer narrative:
The evaluation noted in the revision reported was likely the result of an insufficient bond between the femoral component and bone, which led to aseptic (non-infected) femoral loosening. (D11) concomitant devices: truliant tibial psc insert size 2.5, 11mm cat# 02-022-44-2511. Sn# (B)(6). Stem extension screw. Cat# 204-70-00, sn# (B)(6) this implant was removed from the patient on (B)(6) 2020 and inadvertently thrown away.